Event description:
Customer reported fentanyl leaked from the pump segment during an infusion. Per report received from customer, "a new bag of fentanyl was hung with new tubing. Approximately 20 minutes after the bag was hung, I noticed the bag was almost empty and the floor was wet. Discovered that there was a small hole in the IV tubing where it fits inside the pump." There was no report of pt harm or medical intervention. Customer stated that no further pt or event is available.

Manufacturer narrative:
(B)(4). Although requested, the device has not been received. A follow up report will be submitted with failure investigation results should the device be returned for evaluation.